Manufacturer narrative:
Initial reporter zip code and telephone number (B)(6). Device investigation narrative - one 72203853 suturefix ultra suture anchor device with two ultrabraid sutures returned. The device is used. There is no anchor returned. There is one full and one partial suture returned. The device is in relatively good condition with the exception of the distal tip. The inserter has two broken tines. They were snapped off. This is the result of force. IFU states: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ it was not reported what type and size prep hole was drilled. Proper prep is essential for successful repair. No root cause related to the manufacturing of this device can be established. No further investigation warranted. (B)(4).

Event description:
It was reported that the suturefix anchor failed to deploy. A backup was available to complete the procedure without delay. No patient impact was reported.